Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states neonate patient tested 38 mg/dl on the performa system. The neonate was transferred to another hospital with an intensive care unit (ICU). The neonate patient was tested again on the performa system and result was 39 mg/dl; the neonate was then tested at the same time on an abbott precision meter and the result was 65 mg/dl. No actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.